Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was not cleaning the pump pneumatic tap. Tandem clinical support educated the customer on cleaning the pump pneumatic tap. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin.